Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the physician noticed an episode of post paced t-wave oversensing on the device. Technical service recommended reprogramming. The patient is stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-24149 and 2938836-2017-24149, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Event description:
Upon interrogation, the physician noticed an episode of post paced t-wave oversensing on the right ventricular lead. Technical service recommended reprogramming. The patient is stable. Related manufacturer reference number: 2938836-2017-24240.